Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit as received had an error code "01" flashing on power-up. Recycle memory error, unit is now functional. Unit rf power output needs calibrating. Unit requires updates. Replaced worn rf output jacks. Recycled memory. Updated. Retested unit. Unit passed on final acceptance test. A DHR review was performed and no anomalies were noted during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer is sending in their synergy unit, the outputs are out of tolerance and need calibration repair called uin by 3rd party biomed department.no patient harm.no delay in surgery.